Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via chatbot and stated that the toothbrush head snapped when her daughter was using it; the screw came out at the top and bristles fell off in her mouth. No injury was reported.